Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012163493 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed and identified a shaft kink/twist at approximately 1.5 inches from the tip. In conclusion, the reported shaft kink issue (on the tip side) was confirmed through testing, and the sheath failed the returned product inspection due to a shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after five successful applications and three veins isolated, there was an when occluding the right inferior pulmonary vein (ripv) and it was not possible to create a good occlusion. After three ablation applications, the physician decided to finish the procedure. It was noted that when the sheath was removed it had a twist and kink at the tip, and there was "no clear isolation of (the) right inferior pulmonary vein due to lack of good occlusion." The case was completed with cryo without the right inferior pulmonary vein (ripv) being isolated. No patient complications have been reported as a result of this event. An additional radiofrequency (rf) was performed to isolate the remaining vein. .